Event description:
The customer reported that she went from the paramedics to the emergency room and they lost her insulin pump; she was not able to find. The customer requested a replacement and stated that her insulin pump was in her car being repossessed while she was in the hospital. The customer was not able to get her belonging out of the car after being released. The blood glucose reading was 201mg/dl. The caller mentioned that she passed out and always has being high since having the diabetes. The customer did not have the information when the paramedics arrived and was told that her blood glucose and blood pressure were low as a result of the stress. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.